Event description:
On 02/10: customer reports during cysto procedure with retrograde imaging, the table failed to lower. Physician completed procedure by standing. Other table movement functions operated correctly. Customer provided no other pt or procedure info. Customer continued to perform procedures with the table. No reported injury.

Manufacturer narrative:
Field service engineer troubleshot system per hut service manual. The field service engineer replaced a failed lift transducer assembly. Upon completion, the table movement was restored. Field service engineer tested system for proper operation per the system installation and service manual. Unit passed checkout procedures and was returned to full service by the customer.